Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. The customer provided a blood glucose of 150 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy, and also had manual injection supplies and an alternate pump available.